Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a fall a week ago in the bathtub and their legs were wobbly three days ago. They were having problems walking and had to use a cane. The caller asked if the fall could affect the implant. It was reviewed how the deep brain stimulation (dbs) therapy functions and how falls or trauma could change how therapy helps. The caller was recommended to have the patient consult with their healthcare provider (hcp). No further complications were reported or anticipated with this event.